Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and placed on the valve. However, during deployment, the clip was unable to be released from the clip delivery system (cds). It was noted that there was potentially interaction with the chordae. Troubleshooting was then performed to release the clip, and the clip eventually released. However, one of the two gripper lines broke, and remained attached to the clip, inside the patient. Two additional clips were then successfully implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.